Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Review of this complaint confirmed the event summary code selection. A product history review was performed as required. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The reported condition is most likely caused by overstressing a device that is damaged naturally and inevitably as a result of normal wear or aging. As no further investigation was able to be performed no change in harm was identified. Complaint trending for this event will be performed per wi-000100100.

Event description:
On 11/03/2022, it was reported by a sales representative via sems that a ar-300b burr attachment will not capture the burr. This occurred during a case when the burr kept falling out the attachment. There was no patient effect reported.